Manufacturer narrative:
The battery cap has not been returned to animas. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump failed to power up and that the battery cap was unable to secure properly per instruction for use. The reporter stated that there was no damage to the battery compartment or cap and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.